Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 3 of 6.

Event description:
Impossible to pass the sleeves into 1.8mm. No patient injury. No product available for return.